Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted . The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical received information regarding an adverse event involving the use of an angio-seal vascular closure device. The device was used in the right common femoral artery (cfa) following a percutaneous coronary intervention (pci) procedure. Hemostasis was successfully achieved at the time of deployment. A pre-deployment angiogram was performed, and an 8 french sheath was used. The puncture site was located distal to the inguinal ligament, and the vessel diameter was approximately 5 mm. A few days after the procedure, bleeding occurred at the puncture site, requiring surgical intervention. During the procedure, the anchor was not found at the puncture site. It was suspected that the anchor and collagen had been displaced into a peripheral vessel. The patient died due to hemorrhagic shock. The estimated blood loss was greater than 250 cc. It is unknown whether an autopsy was performed. The causality with the device is unclear; however, the cause of death was reported as bleeding from the puncture site. No equipment or other devices were used with the above product. Additional information received on 09 sep 2025 stated that the patient had a medical history of retroperitoneal bleeding. The bleeding occurred outside of the procedure room, and a hematoma was present. A computed tomography (CT) scan and ultrasound were not performed to diagnose the bleed. The patient required intervention for dissection and hemostasis. The date of death was reported as (B)(6) 2025. Pain at the puncture site was also noted. Additional information received on 16 sep 2025 stated that the patient was a thin woman. After use of the angio-seal device, the collagen was exposed through the skin. Forceps were used to insert the collagen into the body, which suggested that blood may not have sufficiently reached the collagen. This may have resulted in a gap between the collagen and the anchor, increasing the risk of delayed bleeding. No bleeding was observed at the time, and the patient was discharged. However, she returned to the hospital around noon on the same day in a state of shock. Blood leakage from the puncture site was confirmed. Percutaneous cardiopulmonary support (pcps) was initiated, and surgical intervention was performed. During the procedure, the collagen and anchor were absent, and a hole was observed at the puncture site. The physician noted that when inserting a catheter for pcps upward toward the hemostasis site from the periphery, the catheter may have interfered with and displaced the anchor and collagen due to limited space at the hemostasis site.